Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip broke after 167.000 joules and 23 minutes of use. The procedure was completed with another of the same device, with no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the fiber identified a body break between the connector and the control knob. The fiber was tested and most of the output escapes from the fracture location. The glass cap exhibited no devitrification at the output window. It is likely that procedural handling of the device during set-up or use like excessive manipulation or rough technique contributed to the fiber body break. The interaction between the user and device, caused or contributed to the body break. According to the device instructions for use (IFU), if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature fiber degradation and/or laser fiber failure.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip broke. The procedure was completed with another of the same device, with no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip broke after 167.000 joules and 23 minutes of use. The procedure was completed with another of the same device, with no patient complications reported.